Event description:
Related manufacturer reference number: 2916596-2022-14892.

Manufacturer narrative:
Section b2: selections were inadvertently made in the initial report and are not applicable to this event as this is being reported as a product problem and not an adverse event. Manufacturer's investigation conclusion: low speed and pump stop events were confirmed via the submitted log file data. The submitted log file contained data spanning from 28sep2022 at 21:59:02 to 14oct2022 at 08:30:26, per the timestamp. Intermittent pump stop events were captured on 13oct2022 while the system was supported with batteries. Numerous pump stop events were captured on 14oct2022 while the system was supported with the power module and batteries. These events were associated with conditions such as elevations in pump power, low flow alarms, and low speed alarms. Based on our complaint history and similarly reported events, the low speed and pump stop events captured in the log file are consistent with potential wire compromise within the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined through this investigation. The patient has a known suspected short-to-shield issue with an external driveline replacement occurring on 17sep2021 (refer to MFR # 2916596-2021-05121). The patient had been on an orange ungrounded patient cable since (B)(6) 2022 (refer to MFR # 2916596-2022-10298). The patient ultimately underwent a heartmate ii to heartmate 3 pump exchange on (B)(6) 2022. (B)(6) was not returned for evaluation and no further information regarding the event has been provided by the account at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. H) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook (rev. G) contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were attached for review. The patient was admitted on (B)(6) 2022 for intermittent alarms on the battery with the pump off lasting a few seconds at a time. The patient was admitted to the intensive care unit (ICU) and was evaluated for pump exchange. The log file captured numerous low speed and pump off events on both the power module and battery power starting on (B)(6) 2022 at 19:40. The patient underwent a pump exchange on (B)(6) 2022 for phase to phase.